Manufacturer narrative:
An event regarding a fracture involving a humeral head impactor was reported. The event was confirmed. Method & results: -device evaluation and results: only the impactor tip of the device was returned. It was fractured and the material analysis team confirmed that the fracture is consistent with bending overload. The device was examined under 50x magnification. -medical records received and evaluation: no medical records were received for review with a clinical consultant. Conclusion: the reported event was confirmed. Examination from material analysis team indicated that the fracture was due to bending overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Dr impacted the humeral head and the poly broke on impactor.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Dr impacted the humeral head and the poly broke on impactor.